Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (B)(4) that was used with the device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient inserted sensor into thigh which is not an approved site of insertion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201184xx) was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.